Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead and implantable cardiovertor defibrillator (ICD) was experiencing inappropriate therapy. The physician elected to replace the lead and ICD.